Event description:
The customer reported about a c-arm error message that displayed on the system. It was a collimator iris pot error.

Manufacturer narrative:
The ge service rep reseated all connections and recalibrated the stops. Unit tested ok.